Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05580. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to erosion, pain, infection, dyspareunia and vaginal shortening, the mesh was excised on (B)(6) 2012. (B)(4). Dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a para vaginal repair, pubi vaginal sling repair, cystoscopy on (B)(6) 2004 to treat enterocele, mixed urinary incontinence, intrinsic sphincter, deficiency urethral mass and an obturator sling was implanted. Current status reported on (B)(6) 2012 indicates hematuria, cystoscopy normal. The patient had kidney stone/hydronephrosis on (B)(6) 2012.